Event description:
An esophageal z-stent with dua anti-reflux valve was implanted in 2000 for stage iii esophageal cancer. The pt visited the hosp in 2001 after 2-3 weeks of abdominal pain. An abdominal x-ray revealed two cages and the valve of the z-stent present in the pt's gastric lumen. The two cages and valve and detached from the main body of the stent. Additionally, food impaction in the stent was observed. The next day, an esophageal gastric duodenoscopy was performed confirming the food impaction. The pt then underwent laparotomy and gastrostomy surgery to remove the foreign body and food impaction. The pt was later released from the hosp.